Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus meter serial number (B)(4). At approximately 3:53 pm, the meter result was allegedly >6.0 inr using an unknown vial of test strips. The customer stated the meter shut off and when it came back on the result was gone. The customer then changed the batteries. At 4:23 pm, customer tested again using strip lot 54145321 (expiration date 30-nov-2022) and the meter result was 4.0 inr. Customer's therapeutic range is 2.5-3.5 inr and they test weekly or sometimes more often if inr is out of the target range.

Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr, qc 2: 5.4 inr, qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. No meter memory issues were observed during investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.